Manufacturer narrative:
Correction: patient identifier: change patient identifier from (B)(6) to (B)(6). Investigation/conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml cutoff hcg urine control and 3 high level hcg urine controls, all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Customer was informed by hospital emergency room that false negative hcg tests with urine were reported over the last weekend, for three different lot numbers. No patient information or confirmed lab results provided. Although additional information was requested numerous times, no additional information was available or provided. No adverse events reported.

Manufacturer narrative:
Investigation conclusion. Investigation pending.